Event description:
While prepping a 6.0 x 4 cm powerflex p3 balloon, the tech noted that the clear hub was cracked. The product was not clinically used in the patient and will be returned for evaluation. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Upon inspection of the returned device, the customer's complaint was confirmed. A non-sterile powerflex p3 balloon catheter was returned for analysis. The balloon port of the luer hub was cracked. The threaded lid of the luer hub was damaged. Microscopic examination revealed no manufacturing related anomalies that might have caused the hub crack. The manufacturing records for this lot were reviewed and the results indicate that the product met quality requirements for product acceptance. All products were checked at visual aspects and leak tested during the manufacturing process. While the exact cause of the reported hub crack cannot be conclusively determined, there is no evidence to suggest that it is manufacturing related. It appears that tightening a connector to the luer hub with force caused the crack in the hub. This speculation is substantiated by damaged condition of the threaded portion of the hub. In conclusion, the clear hub was found cracked during prep of the powerflex p3 balloon catheter. No additional procedural details were provided. The product was returned for analysis. The balloon port of the luer hub was found cracked. Microscopic examination revealed no mfg related anomalies that might have caused the hub crack. The threaded lid of the luer hub was found damaged. Due to the appearance of the damage, it is possible that the cracked hub was caused by the tightening of the connector to the luer hub, with force. This is, however, speculation and the exact cause of the hub crack could not conclusively be determined. In this case it is possible that user handling contributed to the reported event.